Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received. (B)(6).

Event description:
Account complained to sales consultant that during open reduction interbody fusion (orif) right distal radius procedure, the 1.25 mm plate reduction wire broke at the junction just above the large stop. All pieces were removed from the pt. Surgeon used smooth guide wires (without a stop) to complete the procedure. Procedure was delayed about 15 minutes. Product was discarded and not available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received. (B)(6).